Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Patient reported an alleged leak with her lap-band device. Initially, the patient experienced no restriction about two weeks after her original implanting surgery. The surgeon performed an adjustment once a month for four months following original implanting surgery. Within a few days of every adjustment performed, loss of restriction was experienced. The surgeon told the patient that the patient had a [device] "leak." The patient was examined by a new surgeon. An x-ray was performed and the leak confirmed. No explant surgery has been scheduled at this time.